Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause of bg was not known. Reported the customer lost consciousness and their sibling called the paramedics. Paramedics transported the customer to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids to address the bg; reportedly, the customer was unsure what was provided to raise the bg. Customer was discharged from the ICU two days later, (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.